Event description:
It was reported that one pcu unit will not power on and will not illuminate charging indicator. The customer confirmed that there was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that one pcu unit will not power on and will not illuminate charging indicator. The customer confirmed that there was no patient involvement.